Manufacturer narrative:
An authorized ferno representative was dispatched to the complainant's location to evaluate the cot. No malfunctions were found; however, it was discovered the operator was incorrectly lifting the foot end of the cot off the ground prior to pushing the cot into the truck so that when the operator end legs raised the weight of the cot was not supported by the fastener and truck. The operating medic has a history of operating an h frame cot and her natural instinct was to lift the cot prior to pushing it in the truck. The ferno representative instructed the medic on the proper loading method when using the inx cot. The IFU for the product contains a warning against lifting the cot when loading an empty cot.

Event description:
It was reported while loading an empty cot into the ambulance the operator end legs allegedly collapsed after the head end legs were loaded onto the ambulance floor. The loading medic allegedly fell onto the cot and sustained skin tears to the r/l wrist area and r front lower leg shin. Bruising under the r eye was also reported from hitting a clipboard. No medical intervention was sought; however, an ice pack and band aids were used to treat the alleged injuries.